Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6), 2023. The investigation of the returned device was completed by the failure analysis lab on (B)(6), 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, according to mentor procedure, and it revealed two (2) tears on the anterior view, tear (a) measuring approximately less than 0.1 cm and tear (b) measuring approximately less than 0.1 cm. Additionally, no other leak sites were detected. Microscopic examination was performed on the edges of both tears, and parallel striations were found in the whole area of the two (2) tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old female who underwent breast augmentation revision with mentor smooth round moderate profile 325cc saline prostheses experienced bilateral capsular contracture and left sided deflation post procedure. As a result, bilateral replacement with mentor smooth round moderate profile 325cc saline prostheses was performed on (B)(6) 2022. Mentor is aware that the expiration date provided occurs before the implant date. If additional information is made available in the future, a supplemental report will be submitted. See 1645337-2023-06342 for contralateral prosthesis report.